Event description:
As reported by the user facility: reports the set leaked from the lower y-site during chemotherapy infusion. The type of chemotherapy drug infusing at the time is unk.

Manufacturer narrative:
This report has been identified as b. Braun medical inc (B)(4). One used safeday IV set was received for evaluation. Packaging returned with the set indicated lot# 0061315917. The set was subjected to an air pressure (leakage) test according to specification with acceptable results. There were no leakages observed. The set was then subject to a second air pressure test, with the additional condition of accessing the safeday injection sites with a syringe. No leakages were observed from any location on the set. The DHR record for the reported lot number was received and no nonconformances or abnormalities were noted during in-process or final product inspection. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned sample met specification, and the reported failure could not be reproduced. If additional pertinent information becomes available, a follow-up report will be filed.